Manufacturer narrative:
Reported event: probe fails to deliver energy. A visual examination of the returned device has the catheter kinked in the middle of the device. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. The kink found in the catheter was likely caused by anatomical/procedural factors; therefore, a probable root cause for the identified failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient's stomach during a thermal hemostasis procedure performed on (B)(6) 2014. According to the complainant, the device showed no signs of contact with the generator, as if the current didn't pass. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.